Event description:
Reporter states customer reportedly received results of 300 mg/dl on the advantage system and 142 mg/dl on a professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.